Event description:
A customer experienced a negative shift in troponin I quality control fluids. The investigation determined this event to be consistent with a malfunction which could cause false negative troponin I, ckmb and beta-hcg pt results to be reported. There was no report of pt harm as a result of this event.